Event description:
Unknown age - after achieving arterial flow in the left femoral artery with an 18g needle, the wire was introduced, but when attempting to remove the needle, there was a snagging sensation over the wire, so the wire was then attempted to be removed through the needle without success, again with a sensation of snagging. The wire and needle were then removed together, and upon removing the majority of the wire came out of the puncture site, however the wire appeared to have partially unraveled, and metal threads were still stuck within the vascular puncture site, still attached to the wire. It appears that the wire shredded somehow during this process, though the mechanism is unclear. Wires should be able to be inserted and removed through the needle without damage to the wire. The metal threads were removed from the vascular access site. The main concern was how the metal threads were shredded off the wire.